Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-03234. In response to the field action letter, the patient reported experiencing pain at her scs ipg pocket site while charging her scs system. The patient also reported experiencing discomfort/pain radiating from her stomach to her back that began approximately 1 year ago. At the time the physician advised that the scs ipg should be removed. Follow-up identified a sjm representative advised the patient to consult with the physician. No additional information is available at this time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.